Event description:
Patient had a lesion present in the iliac artery, which was debated whether should be treated prior to the zenith placement. Physician decided against the need to repair the lesion before the placement of the graft. The three-piece modular system was implanted successfully. Post angiogram noted a questionable type I or type ii in the left common iliac artery. In order to resolve the endoleak, the area was re-ballooned aggressively. The second angiogram noted the appearance of the endoleak slightly resolved and no improvement in the patency of the graft lumen at the site of impingment. Another MFR's stent was placed inside the iliac leg graft at the site to increase the radial force within the leg graft. Another balloon angioplasty was performed, noting good flow through the left iliac artery. Residual endoleak was still present but very small. The physician elected to conclude the procedure and re-evaluate the endoleak to conclude the procedure and re-evaluate the endoleak once the pt's heparin was reversed, because the type of endoleak was not clearly determined. Procedure was deemed successful, with a follow-up exam scheduled to observe the visible endoleak. Upon conclusion, it was believed that the endoleak would resolve itself.